Manufacturer narrative:
The pump was monitored with multiple basal rate, and no blank screen, display anomaly, full black screen anomaly or unexpected audio/beep anomalies noted. No damage inside the pump noted. All operating currents were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump was cracked and had a full black screen. The caller stated that the insulin pump made a high pitch squeal which did not stop. The caller did not know the blood glucose reading. The caller stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. It was reported that the black screen did not disappear and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.